Manufacturer narrative:
The t:slim pump user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer placed the pump in an x-ray scanner. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the pump became unresponsive and when the pump turned on, a reset message was displayed. The customer's blood glucose (bg) level was 157 (mg/dl). It was reported that the customer would use the current pump for insulin therapy but would also obtain alternate insulin therapy from the healthcare provider.